Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer conveyed the following information: issue occurred during preparation for use, fell off cart when moving to room. No error message observed during the event . Device inspected prior to use. No further details provided. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Device was evaluated. Inspection found no output at pkrf clamp adjustment due to faulty psu (printed circuit board) unit. Using the test psu reference board, the device was put in a two hour burn in test and found no errors. The device passed the testing. In addition, the device was found with missing d socket cover. The housing was noted with multiple minor scratches. There was no error found in the fault log. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required testing and specifications. Based on evaluation findings the reported failure found was due to faulty psu board attributed to electronic component failure. In addition, as stated on the event reported, the device was dropped, therefore the root cause could be attributed to user handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device was dropped and now function intermittently. There was no patient involvement, no user injury reported.